Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the onyx frontier stent, moderately tortuous, severe calcification and a 99% lesion stenosis were present in the right coronary artery (rca) at the ostium. The stent dislodged during delivery to the lesion and was not removed; instead, it was stented against the artery wall. The device was inspected with no issued noted. Negative prep was not performed. Resistance was encountered when advancing the device, and excessive force was used during delivery. The lesion was not pre-dilated, and the device did not pass through a previously deployed stent. The patient outcome was reported as alive with no further injury.

Manufacturer narrative:
Additional information: the stent was pushed hard while attempting to get past lesion. Resistance was not noted during withdrawal of the device. Event date updated. Correction: annex e code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.